Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for non-malignant pain indications for use. It was reported that the patient had a pump refill yesterday and the healthcare provider forgot to update the concentration. The company representative (rep) stated that they did update the pump reservoir and did a 10% increase in the morphine concentration. The patient came in at 12: 30 pm yesterday for a refill and they forgot to change the concentration from 10 mg/ml to 20 mg per ml. The rep decided to just update the pump to the correct concentration. The physician knew the patient would get less drug for a few days.